Event description:
Balloon would not inflate. Sheath had to be changed out. Teleflex sent out memo on issues with devices and instructions on what to do if a failure occurred. Directions were followed.